Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The up button is permanently active due to the contamination inside the button.

Event description:
Reporter stated the infusion device turned off by itself and the down button does not function correctly. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).